Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician predilated the lesion in an unknown vessel with a 3.0x8mm quantum maverick balloon. The physician then attempted to place a taxus express2 2.5x8mm drug coated stent and was unable to cross the lesion. When the stent was removed, it was found to be damaged. The procedure was completed with another taxus express2 2.5x8mm drug coated stent without difficulty. No pt complications were reported. Pt is said to be in satisfactory condition.